Manufacturer narrative:
(B)(4) date sent: 12/05/2025 d4: batch #unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic right upper partial lobectomy, the event occurred during the 1st firing halfway through. While the knife was moving, there was an explosive sound from the battery, and the battery was floating. After that, the knife stopped, so the battery was loaded again, but no motor sound was heard and there was no response. It tried to return the knife with the manual override lever, even so there was no sign of the knife moving. The sales rep asked the customer to open the closing trigger by hand, and it could be opened, but the jaws were still closed. No matter what they did, the jaws would not open, so additional resection was performed using a competitive product. The cartridge color was gold. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch #a97v90. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with the closing trigger open and anvil in closed position, and with a gst45d reload loaded on the device. The reload was received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Upon analysis, the knife was noted to be advanced. Causing the jaws not to open as expected. An attempt was made to restart the bailout system, but the override function did not respond as expected. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and an extra component (encoder gear) was found obstructing the drive bar path. The damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, photos were provided and they showed the condition of the reported event. A manufacturing record evaluation was performed for the finished device batch number a97v90, and no non-conformances were identified.